Manufacturer narrative:
E1 - city: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the screen became noised. Based on the results of the investigation, a probable root cause could not be identified. It is likely the following led to the additional malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had image flickering during inspection (sedation, device outside patient) for a diagnostic colonoscopy procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the screen became noised. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected for customer allegation; cause not established for noisy screen. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.